Event description:
Info received indicates the bed has no functions working due to fluid ingress onto the 22-position connector on the bottom of the footboard.

Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.